Event description:
It was reported by biomed that during biomed's testing of the pump for alleged upstream occlusion alarms, the pump failed to give an audio alarm. It was noted that several error messages were also displayed. The device was not on a patient when the event occurred.